Event description:
Customer reported receiving a false negative result on (B)(6) 2022 with cue covid-19 test for home and over the counter (otc) use cartridge lot 19894l, cartridge sn (B)(4), and cue reader serial number (B)(4). The customer stated she believed she has covid-19 as she is symptomatic and was exposed to daughter who tested positive via sars-cov2 pcr test. No further information available including if customer took an additional confirmatory test. Customer also reported her daughter received a false negative result using cue covid-19 test for home and over the counter (otc) use. (B)(4).

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.